Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(4) 2019 and the mesh was implanted. After the doctor placed the mesh and pulled up on the tabs on the sides of the mesh, the tabs ripped off, and the mesh was removed from the patient. A replacement device was used to complete the procedure. There were no patient consequences reported. The mesh was discarded.